Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had high volume output measuring over 8%. The event occurred during preventive maintenance. There was no delay in therapy, no damage reported, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI one device was received for evaluation. Visual inspection found a scratched lcd lens, worn uso seal, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was shaved down to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.